Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the plunger of a preloaded intraocular lens (iol) delivery system went over and scratched the lens. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced to mid-nozzle. The trailing haptic is folded in on the optic. The leading haptic is extended. There is no evidence of a plunger override or lens damage. Product history records were reviewed and the documentation indicated the product met release criteria.. Viscoelastic was not provided. It is unknown if the qualified product was used. No problem was found with the returned device. The plunger, lens and haptic positions are acceptable. There is no evidence of a plunger override or lens damage. The manufacturer internal reference number is: (B)(4).